Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A boston scientific technical services consultant explained to the caller the two methods this device can reach replacement indicator. This device remains in service. No adverse patient effects were reported.